Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer states not getting a response from the insulin pump bolus. The customer treated for the high blood glucose level with a bolus from the insulin pump and manual injections. The customer¿s current blood glucose level is 250 mg/dl. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The insulin pump will not be returned for analysis.